Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and severe abdominal pain. The cause of the peritonitis was not reported. The patient presented to the emergency room and was subsequently hospitalized for the event. On unreported date, the patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for peritonitis. Action with physioneal therapy was not reported; however, extraneal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.